Event description:
Olympus (omsc) was informed that the customer visera pro video system center was returned to the olympus repair center for evaluation of a reported ¿the lamp on the front panel blinks¿. The problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
The service evaluation could not confirm the customer¿s reported issue as the lamp on the front panel did not blink. Additionally, the label printing on the rear panel is fading and battery on the printed circuit board has been consumed. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
The event occurred when the power was turned on during inspection before use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the front panel lamp was blinking due to a temporal defect of the inner board or other parts. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.